Event description:
It was reported that during a laparoscopic appendectomy procedure, the reload would not staple over normal tissue thickness.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found the that tr45w reload was received fully fired and with no damage to the spring cartridge lockout. No functional test could be performed due to the condition of the returned reload and no device was returned for analysis. It should be noted that all instruments are inspected 100% for staple presence by an automated vision system. In addition, a sample of the batch is inspected at (B) (4) qa to ensure the device meets the required specifications prior to shipments. The batch record was reviewed and no anomalies were noted during the manufacturing process.